Event description:
Reporter stated that the surgeon inserted a single-piece silicone lens model aa4204vf into the patient's eye with no complications. The surgeon noticed the patient's capsule bag had a tear in it. The surgeon cut the intraocular lens to remove it from the eye. He did not enlarge the incision nor did he perform a vitrectomy. The surgeon put a aq len in the capsular bag. No suture was required.